Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6)2016, dtmb1qq ICD, implanted: (B)(6) 2016, 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a remote alert for lead integrity alert (lia) due to increased non-physiologic v-v intervals on the right ventricular (rv) lead. There was also ventricular undersensing and oversensing t-waves. Trending shows r wave is decreasing and threshold is elevated. Presenting electrocardiogram (egm) shows atrial undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.